Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 520 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. The customer experienced symptoms such as nausea. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer alleged insulin pump was under delivering. Insulin exit at the quick release. The customer was not able to passed the high pressure test. The customer stated that they were using the auto mode feature. The insulin pump will be and reservoir will not be returned for analysis.